Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The hypotube was detached/separated 23cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or hypotube detachment and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary stenting treatment procedure a stent was unable to cross the lesion and a shaft kink occurred. Vascular access was obtained via the femoral artery. The 70% stenosed 2.75 x 30mm <=45 bent concentric de novo target lesion was located in the moderately calcified and mildly tortuous left circumflex artery. Following pre-dilation with an unspecified balloon, the 2.75 x 32mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion, and the shaft kinked. No patient complications were reported and the patient's status is stable. However, device analysis revealed a shaft separation.